Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
After deployment of a 5f mynxgrip device for vascular closure, the sealant came out of the patient¿s body. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle with stopcock closed. The sealant sleeve, sealant and advancer tube were observed to have remained in the manufactured position as received, which indicated that the device may have not been inserted in an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the reported complaint. The syringe and procedure sheath were not returned with the device. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Leak testing was performed on the balloon of the returned device and a leak was found. Per microscopic analysis, a taper to taper tear in the balloon approximately 1.5 mm from the balloon proximal neck was revealed. A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis since the condition of the returned device shows the sealant sleeve, sealant and advancer tube to be in manufacturing position. Additionally, functional and microscopic analysis revealed a balloon tear, indicating that an event of ¿balloon loss of pressure¿ occurred. The exact cause of the issue experienced by the customer and the balloon tear could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since the condition of the returned device does not match the description as evidenced by the sealant sleeve still being in the manufactured position when received, indicating that device deployment was not attempted. However, in regards to the balloon tear found on the returned device, access site vessel characteristics (although not provided), the condition of the procedural sheath (although not returned), and/or handling factors most likely contributed to the balloon taper to taper tear found since a calcified vessel, a frayed tip sheath or rapid inflation can cause damage to the balloon. This taper to taper tear usually occurs when pressure is applied in a rapid impulse action before the activation of the pressure relief valve can be observed; however, it can also occur when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending/ this device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After deployment of a 5f mynxgrip device for vascular closure, the sealant came out of the body. There was no patient injury and the device will be returned for analysis.